Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet would not charge on the pad despite correct orientation, with a blinking led on the charger, and the issue persisted after initial cable reseating; the user also experienced repeated restart alarms identified as a system fuel gauge communications error and was advised to revert to backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was reported as not affected. Investigation included communication with the user, analysis of information provided by the user, and receipt and inspection of the returned device. Investigation of this case revealed a battery-related energy storage system problem consistent with premature battery discharge, with the battery identified as the implicated device component. It was concluded that the cause was traced to component failure.